Manufacturer narrative:
Correction to h6 based on additional information received. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the thv replacement therapy. It is also indicated for patients with symptomatic heart disease due to failing of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of a sapien 3 valve in a surgical tricuspid valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) does not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the valve embolization into the ventricle cannot be confirmed; however, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the available information, the event was due to procedural factors (device movement due to motion and breathing during deployment). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02978.

Manufacturer narrative:
Investigation is still ongoing. Note: this report was created to capture the migration of the device. A second medwatch report was submitted for the balloon burst. Per the report, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve transfemoral tricuspid valve replacement procedure for a 29mm sapien 3 valve in a preexisting 29mm non-edwards valve, there was a lot of movement with the valve due to motion and breathing during deployment. At the start of deployment, the valve was in a good position, but eventually moved too deep into the right ventricle and was embolized. While they were removing the delivery system post deployment, it was noted that the inflation device filled with blood showing the balloon ruptured as it was being removed. There was resistance met in the esheath so the decision was made to remove the esheath and delivery system as a whole. A 26mm gore dry seal was put in the vein and the team was able to pull the valve into the right ventricular outflow tract (rvot) with a balloon and expand it further with a 30mm non-edwards balloon to achieve effacement with the rvot wall. A 2nd valve was prepped and deployed with a great result. The patient remained stable throughout the procedure.